Event description:
It was reported that patient underwent delayed sternal closure on (B)(6) 2024. Nephrology was consulted on (B)(6) 2024 due to acute kidney injury (aki) on chronic kidney disease (ckd), creatine was 3.0, up from their baseline of 1.9. Continuous renal replacement therapy (crrt) was started. On (B)(6) 2024 the patient suffered a left lower extremity arterial thrombus that required a thrombectomy the same day. Later that night, the patient developed compartment syndrome and underwent fasciotomy. On (B)(6) 2024, the patient also developed a necrotic tongue with no intervention. On (B)(6) 2024, the patient also developed gastrointestinal (gi) bleeding. Hemoglobin (hgb) was 5.7 and they received at least 3 units packed red blood cells (prbcs) over the course of 3 days. Hgb was still elevated, and an esophagogastroduodenoscopy (egd) was performed, showing bleeding gastric ulcers with no surgical intervention performed. Anticoagulation was stopped. On (B)(6) 2024, the patient was started on non-invasive ventilation (niv) due to hypoxic respiratory failure and on (B)(6) 2024 was made do-not-resuscitate (dnr) and do-not-intubate (dni) without escalation. Respiratory status continued to decline over the weekend, prompting initiation of comfort care as the family did not want intubation. The patient passed away on (B)(6) 2024. The death was not considered to be device related. Device was functioning as intended at the time of therapy withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome cannot be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including renal dysfunction, thromboembolism, bleeding, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.